Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2001 and a left total hip arthroplasty on (B)(6) 2004. Legal counsel for patient reports patient allegations of elevated cocr levels, tissue/bone destruction, pain, discomfort, inflammation, soreness, dysfunction and loss of range of motion. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same person (reference 1825034-2013-00833 / 00835).